Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out of range pacing lead impedance measurement. Additional information from the field representative indicated that the cause of the out of range measurement was not conclusively determined. The crt-d remains in service and the lv lead was surgically abandoned. A new lv lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.